Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat polyps during an esophageal endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2: correction: block h11 (additional MFR narrative). Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter. Block h1: investigation results- a resolution 360 clip was received for analysis. Visual and microscopic inspection of the returned device revealed that the clip was received without the clip assembly and with evidence of full deployment. No other problems were noted. The reported event of clip unable to release from catheter and handle break was not confirmed. Investigation found that the device was returned without the clip assembly but with evidence of full deployment, and without any problem in the handle indicating that the clip was properly deployed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat polyps during an esophageal endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat polyps during an esophageal endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter. Block h1: investigation results: a resolution 360 clip was received for analysis. Visual and microscopic inspection of the returned device revealed that the clip was received without the clip assembly and with evidence of full deployment. No other problems were noted. The reported event of clip unable to release from catheter was not confirmed. Investigation found that the device was returned without the clip assembly but with evidence of full deployment, indicating that the clip was properly deployed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.